Manufacturer narrative:
No patient was involved with this event, so no patient demographics are applicable. Part return requested. No parts have been received by the manufacturer for evaluation.

Event description:
A site representative reported that they were having difficulties booting up the mobile view station (mvs) on the imaging system. It was alleged that the hard drive was failing. This was discovered outside of any patient involvement. No additional details were provided.

Manufacturer narrative:
A medtronic representative, following up with the site, reported that the mobile view station (mvs) interface (umbilical) cable was unplugged. After plugging in the umbilical cable the issue was resolved.